Event description:
No additional information.

Manufacturer narrative:
This follow up report is being submitted to report additional/corrected information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted. Discarded.

Event description:
It was reported that during surgery the pulsavac pistol grip lug does not hold and falls off. This means the blue clip that locks the pistol grip and (approach) lug together does not close properly. Tip kept loosening because the blue locking pin would not hold the tip in place. No pieces fell into the patient. There was no harm and no delay. No adverse events were reported as a result of this malfunction.